Event description:
A system operator reports a pt with topographically-observed "central islands" (corneal irregularities) following refractive surgery. This report is for the right eye, the left eye is being submitted under MFR number 1061857-2008-0008. It is unk if there was pt injury/impact associated with this event. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction. Contact lens correction or surgery.

Manufacturer narrative:
A surgery database performance verification was conducted on this system ,and the analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery.